Event description:
It was reported that customer¿s pump generated cartridge alarm during normal use, and alarm was confirmed in pump history. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using correct technique but alarm repeated, so technical support arranged replacement pump within warranty, provided instructions for storage and return of affected pump, and customer declined both goodwill cartridges and to share information about backup insulin therapy; no further information was expected.